Event description:
It was reported that the patient underwent a surgery to remove an atoms sling and replace it with a artificial' urinary sphincter (aus). No additional information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Add'l info was received on 01/29/2026 for mw5181549 to change the MFR to unk.